Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the returned fiber was thoroughly analyzed and was received in one piece with no defects. Microscopic inspection was performed and identified that the tip was broken. The connector was good. The aiming beam was bright and distorted due to tip break. The complaint was confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip to breaking off. The instructions for use (IFU) was performed and states; care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. The device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during the procedure, the fiber tip was damaged/separated while inside the body. The broken segment was spontaneously excreted and did not require retrieval. The procedure was completed with this device, and no patient complications were reported.

Event description:
It was reported that during the procedure, the fiber tip was damaged/separated while inside the body. The broken segment was spontaneously excreted and did not require retrieval. The procedure was completed with this device, and no patient complications were reported.